Event description:
It was reported that during an unknown procedure, the knife did not fully retract after firing and the scrub tech was cut. The wound was not serious and did not require sutures, but a blood test has been done. Another device was used to complete the procedure.

Manufacturer narrative:
Date sent: 12/09/2008. Information anticipated, but unavailable at this time.